Manufacturer narrative:
Device is a combination product. Occupation: registered cardiovascular invasive specialist.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.50x20mm synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion several times and it was also noted that stent struts were sticking out. No patient complications were reported.